Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.